Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the pt had an ams monarc sling implanted to treat her stress urinary incontinence. "As a result of having the monarc implanted", the pt "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery."